Event description:
It was further reported that the patient presented for the event in (B)(6) 2012 rather than in (B)(6) 2012 as was initially reported.

Event description:
(B)(4). Same case as MDR #2134265-2012-05103. It was reported that post a stenting treatment procedure, a myocardial infarction and restenosis occurred. In (B)(6) 2011, an unidentified lesion in the mid right coronary artery (rca) was treated with placement of a 2.75 x 16 mm non-study promus element stent. In (B)(6) 2012, the subject presented with recurrent chest pain lasting greater than 20 minutes. Lab results revealed elevated troponin values (peak troponin =0.38mcg/l; uln =0.14 mcg/l) and an ECG revealed non-q wave myocardial infarction with extensive reversible posterior ischemia. In (B)(6) 2012, the high grade in-stent restenosis of the 2.75 x 16 mm non-study promus element stent in the rca was treated placement of a 3.0 x 24 mm non-bsc drug eluting stent, with good angiographic results. Three days late the patient was discharged.

Manufacturer narrative:
(B)(6). (B)(4)

Event description:
It was further reported that the patient presented for the (B)(4) 2011 index procedure, and for kidney transplantation, with silent ischemia. Repeated percutaneous transluminal coronary angioplasty was performed on the posterolateral artery 2 (pla2). A non-bsc balloon caused a long segment dissection in the inferior side branch of the pla2. The dissection was treated with balloon angioplasty. The target lesion in the 2nd obtuse marginal branch (om) was a 100% stenosed, 22 x 2.3mm, de novo lesion. Following post-dilatation, a wire was inserted through the stent mesh into the inferior side branch and balloon angioplasty was performed. During the index procedure, a pseudo-aneurysm was observed in the right common/femoral artery but no bsc devices were involved in this event. In august 2012, shortly after undergoing myocardial scintigraphy which revealed extensive reversible posterior ischemia, the patient began experiencing symptoms of angina pectoris and heart failure. The next day the patient was transferred to ward on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Age at time of event: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).